Event description:
Initial troponin t stat results < 0.01 ng/ml repeated 0.890 mg/dl. No pt treatment was given based upon initial result. Field service representative adjusted the sr probe and performed all checks per pmdr checklist. Field service representative could not duplicate the problem.